Event description:
The user facility reported that during a patient procedure their hexavue ip custom room rack was not operating properly resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.